Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using the pre-close technique prior to an unspecified procedure. Reportedly, only one suture [end] came out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a vessel closure of an unknown vessel using the pre-close technique prior to an unspecified procedure. Reportedly, only one suture [end] came out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath prior to a chronic total occlusion (cto) procedure. Reportedly, when the prostyle suture was deployed, only one suture [end] came out. Prostyle use was abandoned. The sheath was greater than 8.5f and the cto procedure was completed. Manual compression achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3; it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.